Event description:
Two barcode labels with different barcodes were found attached to one secondary tube. Although label process failed, no error message was displayed for the user. Because the two labels were attached next to each other and not on top of each other, the lab staff detected the double labeled tube and was able to prevent further processing. The results were not reported out of the laboratory and the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Analysis of the event log confirmed malfunction of the system. Only devices with automate software version 3.1.3513 are affected. The inadequate alarm message has been previously identified by bci and corrected in a later software version that was not implemented in this customer's system. In automate sw 3.2 and higher, the label behavior and error handling have been improved: error message is displayed on the first unsuccessful attempt to attach a label to a secondary tube. By this error message the user is instructed to check the application area of the printer for any remaining and/or surplus labels.